Event description:
During laparoscopic cholecystectomy, an attempt to place a clip on the cystic artery was made. Two clips misfired. The third attempt was performed and the clip again misfired and transected the vessel. In order to control the bleeding, the laparoscopic procedure was aborted and an open exploratory laparotomy and cholecystectomy was done.